Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. A photo was provided. Visual inspection noted that the tip of one of the needles was broken off. It was reported that the needle broke into separate pieces. An associated device issue was confirmed based on the photo. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: "the needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the general surgical hernia repair, the surgeon sutured the incision and found that a needle tip of suture needle was broken by 1mm, it was carefully searched and found nothing in the operation field. The nurse immediately contacted the radiology department for bedside filming. The filming results showed that it was not seen. No needle tip remained in the patient's body, and the surgeon decided to close the incision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation, the surgeon sutured the incision and found that a needle tip of suture needle was broken by 1mm, it was carefully searched and found nothing in the operation field. The nurse immediately contacted the radiology department for bedside filming. The filming results showed that it was not seen. No needle tip remained in the patient's body, and the surgeon decided to close the incision.